Event description:
It was reported the patient is seeing eri on their handheld for the vanta battery. Rep is attempting to reach out to the patient to find a time to meet. On (B)(6) 2024 the rep met with patient (pt) today. The reason patient is getting eri on vanta that was recently implanted is due to pt's high intensity. Rep reset a different cycling program and was able to achieve a year on the life of the battery. Talked to the patient about implanting a rechargeable battery the next time it needs to be replaced. Pt seemed good with that idea. Also, during the battery connection check lead 0-7 was green on 0/1 and red on 2-7; lead 8-15 was green on all contacts except 10 was red. On impedance check lead 0-7, 0 and 1, orange, 2 red, 3-4 orange,5-7 red. # 1 @ 10,917 and the rest at 40,000; lead 8 15 all green and under 39,000 except contact 10 is red at 40,000.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type implantable neurostimulator product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2010 product type lead product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2010 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated the pt was having a battery replacement today for normal battery replacement. Their ins depleted and reached end of service (eos) six weeks ago. They did a replacement with a new vanta battery today. Patient stated that her therapy has been good with the restore and they knew there were some parts of the lead that did not work. Assuming these were impedances, but they were unable to check pre-op due to the dead battery. Patient and surgeon discussed replacing the leads with new leads due to impedances. Patient did not want to do that since her therapy has been working so well. She only wanted a new battery so only the ins was replaced today. Upon connection of the new vanta battery it was discovered there were impendences, but again, patient did not want to replace leads today. Battery connectivity shows 0-1, green and 2-7 are red; 8-15 are green; impedance check showed 0,1, 3, 4 are orange; 2, 5, 6, 7 are red all greater than 40,000. 8-15 are all in green normal limits. They took the 0-7 lead out and wiped clean and reinserted back into the ins and got same results after the wipe down. Not knowing what the patient had prior to surgery, they assumed this is what it was. Patient stated pre-op that some of the electrodes did not work, but all in all the therapy was working so well, she did not want the leads replaced at this time.

Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial(B)(6) implanted: (B)(6) 2010 explanted: product type lead product ID 3777-45 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6), ubd: 20-apr-2013, UDI#: (B)(4) ; product ID: 3777-45, serial/lot #: (B)(6), ubd: 22-may-2013, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.